Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that abnormal high out of range pace impedance measurements were noted when it comes to this device. The patient continues to be monitored, and a review was requested. No adverse patient effects were reported. A review by technical services noted that the competitor right ventricular lead trends available over the last year show multiple out of range pace impedance measurements. The patient will be seen at the hospital at a later date and the physician will decide what to do next based on the patient condition and data analysis provide from technical services. A possible x-ray will be done at this time.